Event description:
A pt reported two sets of blood glucose comparisons with the reuslts of "10.0 mmol/l and 1.0 mmol/l" with a lifescan meter on the first set and "2.0 mmol/l, 22.0 mmol/l, and 7.0 mmol/l" with a lifescan meter on the second set, both performed within 10 minutes of each other.